Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that apparently the sensor had a missing electrode. The sensor appeared bent, retracted, or damaged. Customer's blood glucose level was 127 mg/dl. The device was not returned.